Event description:
Patient was implanted with bioarc sling on (B)(6) 2008. Patient claims that "after, and as a result of, the implantation of the ams bioarc she has suffered serious bodily injuries, extreme pain, scarring of internal bodily tissue, dyspareunia and mental pain." No further information provided.

Manufacturer narrative:
Information suggests the sling has not been removed. No conclusion can be drawn based on the information provided. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. The frequency of occurrence of the event is addressed in the device labeling and is sufficiently captured in our risk analysis.